Event description:
Additional information was reported that the rv lead also had observations of noise that was oversensed causing pacing inhibition. The lead had been explanted and replaced, and was not expected to be returned for analysis at this time.

Event description:
It was reported that this right ventricular (rv) lead had elevated impedances and loss of capture in both bipolar and unipolar. The lead was explanted and replaced due to a suspected fracture of the inner coil, and was not expected to be returned for analysis at this time. No additional adverse patient effects were reported.